Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology) ¿ 100% stenosis, excessive tortuosity and severe calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 100% stenosis, excessive tortuosity and severe calcification. (B)(4).

Event description:
The physician was using a sprinter legend device to treat a lesion in the rca which was reported to exhibit 100% stenosis, excessive tortuosity and severe calcification. The device was delivered to the target lesion and inflated but the first inflation (for 15 sec with 8 atm) could not make the space against 100% stenosis. When the second inflation was tried, the balloon ruptured and the device stuck with the lesion and could not move. When deploying, there was severe resistance with the guidewire and the lesion. It is reported that the physician forcibly pulled the device out then the tip and the part of the balloon broke and remained at the target lesion. Another sprinter legend balloon was delivered and inflated. The remaining device was pushed to the vessel wall. After the procedure there was still 50% of stenosis was observed. No clinical sequelae were reported. Evaluation summary: the distal shaft was stretched and severely bunched for 5.2cm distal to the guidewire entry port. The balloon material was torn in a radial pattern 10.0mm distal to the balloon bond. The remainder of the balloon, the inner shaft marker and a section of the distal inner had detached. The balloon and distal inner detachment sites were jagged and uneven. The distal inner was severely bunched.